Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the hospital replaced the device with another v60. No further medical intervention was reported, and there was no delay in therapy. The customer reported that a 1104 "backup alarm failed" alarm error occurred. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the 1104 error code was logged in the event log; however, the pse could not duplicate the reported issue. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventive measures. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed cpu pcba was returned to the product investigation lab (pil). The pil technician verified that the 1104 "backup alarm failed" alarm error occurred once in the log. Neither the occurrence nor the 1104 error code could be duplicated at the pil during the bootup of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and discovered that both alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification (spec). Additionally, the pil technician purposely generated an alarm condition by temporarily disconnecting the pprox tube from the pprox port of the stb and found that the alarm for pprox generated as expected. The customer complaint therefore resulted in a no problem found.